Event description:
It was reported that the vns patient had been experiencing an increase in seizures above pre-vns baseline levels for the past month. The patient¿s medication had been decreased prior to the event.